Event description:
On (B)(6) 2012, a (B)(6) male went in for a aaa repair. An attempt was made to pull out the first (distal) trigger wire to deploy the top cap and the thumbscrew came off without the wire connected. A pair of hemostats was used to pull out the trigger wire. The case proceeded like normal until an attempt was made to pull out the second (proximal) trigger wire. Again, the thumbscrew came off without the wire connected. Hemostats were used to pull out the trigger wire. The case proceeded like normal and ended with a good result/no endoleaks etc. A foreign object did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.